Event description:
It was reported that the patient experienced ventricular tachycardia (vt)/ventricular fibrillation (vf). It was noted that the  right ventricular (rv) lead was undersensing and causing possible inappropriate ventricle pacing and causing false termination of ongoing vt/vf. It was also noted that the right atrial (ra) lead was oversensing and there was potential for false atrial tachycardia/atrial fibrillation (at/af) detection due to the oversensing. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's symptoms of vt/vf were unrelated to the rv lead.